Manufacturer narrative:
Submit date: 06/07/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. On (B)(6) 2016 the unit was triaged; it was discovered that the unit failed to alarm.

Manufacturer narrative:
An investigation of kangaroo epump was performed for the reported condition of; the unit is not alarming. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to damage to the unit¿s main board. The unit¿s main board was replaced to correct the issue. The unit was then fully tested; unit passed all testing. The unit was manufactured in 2010. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(6). (B)(6).